Manufacturer narrative:
This pt was initially treated with a gore excluder aaa endoprosthesis in 2006. The pt developed a type 1 endoleak located approximately 2cm from the insertion line at the proximal end of the device. The vessel, which measured 23mm, was described as tortuous with a large chunk of plaque located at the leak location. The physician decided to re-intervene (date unk) with a palmaz stent in an attempt to close the endoleak. The stent was mounted on a 26 mm balloon and successfully placed halfway in the graft and halfway out, in the vessel. The physician stated that there was good wall apposition following stent placement and believed that the procedure was successful after injecting contrast. However, a post-procedural cat scan was performed and it was noted that the type 1 endoleak persisted. The physician stated that the plaque located at the proximal end of the graft caused the leak and is preventing adequate apposition of the stent with the vessel wall. The physician was not dissatisfied with the palmaz stent and plans to use another palmaz stent to repair the leak. There was no reported pt injury. The product remains implanted in the pt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. However, in this case, lesion/vessel characteristics may have contributed to the reported event.

Event description:
The pt was initially treated with a gore excluder aaa endoprosthesis in 2006. The pt developed a type 1 endoleak. The leak was located at approximately 2cm from the insertion line at the proximal end of the device. The vessel was tortuous and there was a large chunk of plaque at the leak location. The size of the aorta measured 23mm. The physician decided to re-intervene (date unk) with the palmaz stent. The stent was mounted on a 26 mm balloon and successfully placed halfway in the graft and halfway out, in the vessel. The physician stated that there was good wall apposition following stent placement and believed that the procedure was successful after injecting contrast. A post-procedure cat scan was performed and it was noted that the type 1 endoleak had persisted. The physician stated that the plaque that is located at the proximal end of the graft caused the leak and is preventing good apposition of the stent with the vessel wall. The physician plans to use another palmaz stent to repair the leak.